Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced the infusion site had fallen off the body while the patient was in the shower event on 18 jan 2025. The patient had experienced pain at the insertion site.